Event description:
It was reported that the physician tied the suture sleeve down and it split in half. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.